Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and the battery cap could not be attached to the pump. It was also reported that there was no power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: a review of the black box showed no power issues. The battery compartment was cracked alongside the pump. The battery cap was not returned. A test cap was used for all testing purposes and attached securely to the pump. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours with no power issues.